Manufacturer narrative:
The customer reported that their central nurse's station (cns) rebooted itself. They also reported that this cns does not store more than 2 manual strips in arrhythmia recall for a single bedside monitor (bsm), and that if they enter in a 3rd strip, it will delete the oldest strip they have. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) rebooted itself. They also reported that this cns does not store more than 2 manual strips in arrhythmia recall for a single bedside monitor (bsm), and that if they enter in a 3rd strip, it will delete the oldest strip they have. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) rebooted on its own. The cns was also not storing more than 2 manual strips in arrhythmia recall for a single bedside monitor (bsm). When entering a 3rd strip, it would delete the oldest strip. No patient harm was reported. Investigation summary: spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. The cns logs were requested from the customer but were never provided. Logs can only record events for a limited time and due to the amount of time that has passed since the event occurred, logs would no longer be able to provide information on the incident. Sudden reboots are likely related to failing or degrading hard drives. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. As the reported device was not returned for evaluation, a root cause cannot be determined. Complaint history review of the reported device reveals a similar complaint prior to this event. As with this event, logs were not provided for further analysis. The device was not returned for evaluation in both events. A root cause was not determined in that case. Based on the age of the device and lack of servicing history, the root cause is likely related to wear and tear on the hard drives leading to degradation or failure.

Event description:
The customer reported that the central nurse's station (cns) rebooted on its own. The cns was also not storing more than 2 manual strips in arrhythmia recall for a single bedside monitor (bsm). When entering a 3rd strip, it would delete the oldest strip. No harm or injury occurred.